Manufacturer narrative:
Manufacturing site evaluation: there are no devices available for the investigation. Investigation: we have no product at hand, therefore an investigation is not possible. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are two further complaints with this lot at hand. All three complaints are from the same clinic. There are no further complaints with this lot from other clinics at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: there is no instrument for investigation at hand, so a definitive root cause cannot be determined.

Event description:
It was reported that there was an issue with product caiman disp.instr.non. It was reported that during the surgery the scissors cutting turned. They have another scissors as a backup to continue the surgery. Additional information was not available. The malfunction is filed under aag (B)(4).